Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to an intercranial hemorrhage. Additional information was received that the patient presented to osh after a fall at home with dysarthria. The patient's initial cth (computed tomography head) at osh on (B)(6) 2020 was unrevealing and their symptoms appeared to be improving. Upon arrival to implanting center, the patient's cth on (B)(6) 2020 showed subtle area of hypoattenuation in the left (l) frontal lobe. Their stroke was deemed cardioembolic in the setting of subtherapeutic international normalised ratio (inr) of 1.8 g/dl. The patient was started on atorvastatin and his acetylsalicylic acid (asa) and warfarin were continued. During that hospital stay, they were noted to be febrile and had a cough. They ruled out for covid and were discharged home on (B)(6) 2020. After being discharged on (B)(6) 2020, the patient's blood cultures resulted with candida parapsilosis from both bottles and the patient was readmitted on (B)(6) 2020. The patient was started on caspo per infectious disease (ID), and then narrowed to diflucan based on sensitivities. On the evening of (B)(6) 2020, a stroke alert was called after nursing found that the patient was unable to follow commands and was mute. Cth showed a large l frontotemporal intracerebral hemorrhage (ich) with mass effect and mls (midline shift). Inr was 2.8 and the patient was reversed with kcentra and IV vitamin k. Repeat inr was 1.5. Repeat cth showed significant increase in hemorrhage volume and midline shift. After discussion with the patient's family, it was decided to go comfort measures only. Patient was extubated and heartmate 3 was turned off. The patient expired on (B)(6) 2020. The patient's death was not considered device-related, the device operated as expected, and the device will not be returned for evaluation as family declined autopsy.

Event description:
Additional information was received that the patient was discharged over 24 hours before returning with additional symptoms. Prior to discharge on (B)(6) 2020, the patient had a full workup including neurological consults and head computed tomography (CT) scans. The patient was discharged to home with no symptoms.

Manufacturer narrative:
This report addresses the patient's first admission on (B)(6) 2020. The second admission on (B)(6) 2020 is addressed under MFR. Report # 2916596-2020-02609.